Event description:
The customer stated that she performed a control test and received a result that was high, out of specification. While attempting to troubleshoot, it was discovered the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.